Event description:
Caller indicated the relion prime meter was giving low results. He was not feeling well so took a reading with prime meter and got 95. He knew something was wrong, so they called ambulance. When ambulance arrived about 20 min later, they took a glucose reading with their meter and got 532. By the time they got to the hospital - another 20 min - the reading was 834. Today they did comparison with hospital meter and prime was 100 points different than hospital. Strips open about a week; keeps in original container, strips seem to be filling. They have not changed battery recently - not sure when last time changed. He stated he did not treat himself based on the reading of 95mg. He stated that he knew the reading was incorrect. He stated he knew his sugar was high not low. He stated they contacted the ambulance based on the symptoms he was having. He stated his vision was blurry and he was feeling weak. The ambulance treated him with medication based on their meter reading of 532mg. He stated he did not have any food, beverages 2 hours prior. Customer not receiving any oxygen therapy. Normal glucose range from 100mg-160mg. Doesn't change his lancets every time he test and he uses alcohol to clean his fingers. Stores strips in his kitchen and keeps the meter with him. Allows fingers to dry thoroughly. Customer is a type 2 diabetic. He takes lantus at night and novolog 3 times a day. There haven't been any changes in his medication, stress levels or medication. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.